Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the lamp.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined. On follow up with the reporter, it was reported that the issue could not be duplicated and the device was functioning as expected. A cause for the reported problem could not be determined by the user facility.

Event description:
A user facility reported to olympus that an "e102" error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.